Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a manifold failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. The fse determined that during the k6 leak test it was seen that the test #3 difference was out of specifications. This was diagnosed to the k8 part of the manifold. To fix the issue, the fse replaced the manifold, drive. Subsequently the fse performed preventative maintenance (pm) and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site. A contact person at the event site was previously reported in medwatch report # 2249723-2022-00623. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the manifold test. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The drive manifold was returned to failure analysis and testing for evaluation. The failure analysis and testing dept. (Fat) received drive manifold with a reported complaint of k8 failure during the k6,k6ak7,k8 leak test. Visual inspection was performed on drive manifold and found the drive manifold in good condition. The failure analysis and testing dept. Installed the drive manifold into the cs 300 test fixture and tested the drive manifold to factory specifications per the cs300 service manual. The failure analysis and testing dept. Performed the k6a,k6,k7,k8 leak test with the following results: test #1 0mmhg, test # 2 -1mmhg and test #3 0 mmhg. Factory specifications for the leak test are test #1 +- 45mmhg. Test#2 +-65mmhg, test #3 +-20mmhg. The test results were well within factory specifications. K8 did not leak. The drive manifold passed testing. Retaining the drive manifold in the failure analysis and testing department per procedure.